Event description:
Cholecystectomy- "when they put the clip in the cystic duct, the clip fell down several times, not sure. They thought that the clip was properly closed but few seconds later they saw the clips out of the duct. They told me that it is not the first time but several times happened." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, the unit had three remaining clips which loaded and closed properly. The unit was disassembled for evaluation; the outer feeder teeth were bent downward. The root cause of the customer's experience of incomplete clip closure may have occurred if the trigger is not fully compressed against the handle during actuation. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.